Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the suction channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at the bending section, it is possible that reprocessing could not properly be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address - line 1: (B)(6). Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated, and the customer¿s allegation of insufflation problem and clogged was confirmed. Device evaluation found a solid material which seemed to not be from the device itself and that could not be removed was clogging the nozzle. It would likely have been clogged during the cleaning/disinfection process. Traces on the plastic distal end cover (c-cover) and on the nozzle show that the customer tried to unclog it. The additional evaluation findings are as follows: bending section cover (a-rubber) perforated, light guide lens chipped, a-rubber glues separated, plug unit cracked, charged coupled device (ccd) unit peel off, ccd cover lens cracked, ccd pixel error (white dot), c-cover damaged, and air/water flow issues. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an insufflation problem and was clogged. There were no reports of patient harm or involvement. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle of the insufflation channel was clogged with solid black foreign material. The report is being submitted due to foreign material in the scope found during evaluation.